Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable video laryngoscope, the image dropped out when manipulating the blade. The procedure was completed using another glidescope titanium lopro t4 blade, which was made available immediately. No harm to the patient or user was reported.

Manufacturer narrative:
Following the reported incident, additional information was received from the customer reporting that they had cleaned the device connectors which resolved the reported image issue experienced. The customer confirmed that the device was in use again at their facility and they will continue to monitor and report back if the problem recurs. At this time, the customer has declined the option to have their glidescope titanium lopro t4 blade returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.